Event description:
On (B)(6) 2009, pt reported her up and down arrow buttons are not working. She stated she noticed these 2-3 days ago. Pt reported the buttons pop back up when pressed and stated the infusion device "has probably been dropped". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.